Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in several follow-up calls to ensure the patient condition improved and initial concern is resolved .unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for lo/low and high blood glucose test results. Customer also reported complaint for error messages; customer did not disclose which error messages. The customer is concerned with test results from results obtained of lo, 213, 22 and 217 mg/dl. The customer¿s expected am fasting blood glucose test result range is 120-140 mg/dl and expected pm fasting blood glucose test result is under 187 mg/dl. The customer feels well and did not report any symptoms. Customer stated she had felt dizzy when she had obtained the result of 22 mg/dl. No medical attention was needed, as customer stated she had eaten and had had taken a nap. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the kitchen. The test strip lot manufacturer¿s expiration date is 06/24/2022 and open vial date is (B)(6) 2020. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history (date not set): (B)(6).